Manufacturer narrative:
(B)(4). Batch # n56g8g. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows the anvil of a psee60a with a gold cartridge loaded, the cartridge seems to be partially fired, and some staples can be seen protruding. Second and third pictures show the staple line with staples that appear to be not fully formed. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a lower anterior resection procedure, for resection of distal colon, the surgeon had tried to fire. But it failed, it was stuck and only eight or nine staples became b-shape. The knife was stopped also within these staple lines. It is unknown what device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).